Event description:
The customer reported a speaker malfunction. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Reporting institution phone #: (B)(6). The product associated with the event was returned and evaluation/analysis was performed. It was confirmed that no sound was coming from the device. The engineer determined that the issue was associated with the speaker assembly. The speaker assembly was replaced and the device was returned to use.